Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/24/2019. H3 device evaluation summary: two opened boxes with a total of eighty-three unopened samples of product code vcp358, lot # mm2640 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-88036, 2210968-2019-87953, 2210968-2019-87954 and 2210968-2019-88038. Analysis results have been included in initial or follow up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an empty opened foil and a dispensed needle/suture piece of product was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and body fluids and marks on body needle could be observed, the suture was received broken in two sections, with damage on the surface and stress at the suture ends caused by surgical instrument. The product contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture breakage is an improper handling.

Event description:
It was reported that a patient underwent an open reduction and internal fixation for fracture surgery on (B)(6) 2019 and a suture was used. It was reported that breakage suture occurred during the surgery. Another like device was used to complete the surgery. There were no adverse patient consequences reported.